Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-jan-24 reported rep was asked to interrogate the pump following patient's admission for an unknown medical condition that was causing an altered state of consciousness. According to the interrogation, which was provided, the pump was empty and has been empty since approximately (B)(6) 2016. It was noted patient has been living in (B)(6) and recently came back to (B)(6) to seek opinion of patient's former pain healthcare professional. Rep did not have any more details about why patient came and what was happening in (B)(6). It was unknown as to any environmental/external/patient factors that may have led, caused, or contributed to the event. Troubleshooting included interrogation of the pump and patient was in the intensive care unit. It was not the issue was not resolved, and at time of report patient status was alive-no injury. Patient was receiving unknown baclofen 2000mcg/ml for a total dose of 820.2mcg/day. No surgical intervention occurred, and it was unknown if surgical intervention was planned. Patient was currently in the intensive care unit , and was being treated for altered state of consciousness. Pump logs showed a low reservoir alarm occurred and an empty reservoir alarm occurred. Lo gs showed a low reservoir alarm occurred on (B)(6) 2016 at 10:48 and a refill occurred on (B)(6) 2016 at 19:50. It was noted another low reservoir alarm occurred on (B)(6) 2016 at 18:52 and on (B)(6) 2016 at 16:15 an empty reservoir alarm occurred. Follow up information received from rep on 2017-jan-26 reported that it could not be determined if the patient's hospitalization in the ICU was related to the empty pump. At the time of interrogation of patient's pump, patient was unresponsive. The hcp who called rep stated they had not been able to get any information from the patient and apparently there are no family members around. It was noted patient had been living in (B)(6) for the past 4 years, and recently returned but it was unknown why patient returned. It was unknown if any troubleshooting and/or diagnostics were performed relating to the empty pump. It was noted on (B)(6) 2017 rep was meeting with hcp and was going to refill pump and restart therapy. That was the plan, and it was noted that has not happened yet. The cause of the empty pump was not determined. It was noted the empty pump had not yet been resolved. There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4)-symptoms, MRI, motor stalls.

Event description:
Information was received from a consumer, a healthcare professional, and a manufacturer representative regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 820.2mcg/day via an implant able pump no intractable spasticity and multiple sclerosis. It was reported in (B)(6) 2016 the pump was alarming or beeping. Caller stated the pump had been alarming for several days (at least a week or more). It was noted no one else heard the alarm, and patient was traveling to california to get the pump filled. It was noted the patient was not able a reliable historian and can not tell them when the patient last got the pump refilled or who patient's healthcare professional (hcp) was. On (B)(6) 2016 it was stated the patient had been on observation status at a hospital in (B)(6) for 6 days (custodial placement issue). It was noted the sound was consistent with synchromed alarms. Underdose and withdrawal information was reviewed and then was redirected to national answering service to priority page a company representative (rep) to check the status of the patient's pump. It was noted patient had not provided any symptoms at this time. No further information was provided. It was later reported rep was asked to interrogate the pump following patient's admission for an unknown medical condition that was causing an altered state of consciousness. According to the interrogation, which was provided, the pump was empty and has been empty since approximately (B)(6) 2016. It was noted patient has been living in (B)(6) and recently came back to (B)(6) to seek opinion of patient's former pain healthcare professional. Rep did not have any more details about why patient came and what was happening in (B)(6). It was unknown as to any environmental/external/patient factors that may have led, caused, or contributed to the event. Troubleshooting included interrogation of the pump and patient was in the intensive care unit. It was not the issue was not resolved, and at time of report patient status was alive-no injury. Patient was receiving unknown baclofen 2000mcg/ml for a total dose of 820.2mcg/day. No surgical intervention occurred, and it was unknown if surgical intervention was planned. Patient was currently in the intensive care unit , and was being treated for altered state of consciousness. Pump logs showed a low reservoir alarm occurred, an empty reservoir alarm occurred, and a multiple motor stalls and recoveries occurred. From the logs received, a motor stall recovery occurred on (B)(6) 2016 at 16:57, a motor stall occurred on (B)(6) 2016 at 5:35 an recovered on (B)(6) 2016 at 6:00, another motor stall occurred on (B)(6) 2016 at 12:41 and recovered on (B)(6) 2016 at 14:20, another motor stall occurred on (B)(6) 2016 at 16:20 and recovered on (B)(6) 2016 at 17:41, and a motor stall occurred on (B)(6) 2017 at 1:01 and recovered on (B)(6) 2017 at 1:41. Logs showed a low reservoir alarm occurred on (B)(6) 2016 at 10:48 and a refill occurred on (B)(6) 2016 at 19:50. It was noted another low reservoir alarm occurred on (B)(6) 2016 at 18:52 and on (B)(6) 2016 at 16:15 an empty reservoir alarm occurred. Follow up information received from rep on (B)(6) 2017 reported that it could not be determined if the patient's hospitalization in the ICU was related to the empty pump. At the time of interrogation of patient's pump, patient was unresponsive. The hcp who called rep stated they had not been able to get any information from the patient and apparently there are no family members around. It was noted patient had been living in (B)(6) for the past 4 years, and recently returned but it was unknown why patient returned. It was unknown if any troubleshooting and/or diagnostics were performed relating to the empty pump, motor stalls, and motor stall recoveries. It was noted on (B)(6) 2017 rep was meeting with hcp and was going to refill pump and restart therapy. That was the plan, and it was noted that has not happened yet. The cause of the empty pump, motor stalls, and motor stall recoveries was not determined. It was noted the empty pump had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.